Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for treatment and hospitalization was ongoing at the time of this report. The patient was treated with an unspecified anti-inflammatory drug (dose, route and frequency were not reported) and an unspecified drug infusion (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information is available as the reporter declined follow up.